Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed, and the findings did not replicate or confirm the customer reported event. Failure analysis found no damage observed during visual inspection. The insufflation port was not broken and the stopcock was not loose. No product issue was identified.

Manufacturer narrative:
The universal seal was re-evaluated, failure analysis found tears in the septum.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a black rubber piece appeared in the visual field image during surgery, and air leaks subsequently occurred. It is unknown what surgical task was being performed when the fragment had fallen into the patient. The surgeon believes the fragment of the universal seal fell due to inserting the laparoscopic forceps and it damaged the seal. The fragment was retrieved by using a laparoscopic forceps, and it was confirmed that all pieces retrieved by matching the seal and fragment pieces together. No additional surgical procedure was required to remove the fragment. No tests like an x-ray or ultrasound were performed in regard to the issue. The procedure was completed robotically as planned. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. This issue did not cause any loss of insufflation.

Manufacturer narrative:
The universal seal has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.